Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause of the jammed trigger was determined to be due to wear from normal use and servicing. The assignable root cause of the cracked oscillating head was determined to be due to a manufacturing / design issue. This has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was out of specification, and the trigger was blocked, jammed, and moving heavily. It was noted that the oscillating head was torn and the trigger was jammed. It was further determined that the device failed pretest for check saw blade coupling and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.